Manufacturer narrative:
As a precaution, a component of the superdimension system, the location guide cable, was removed from the system and the site was asked to return it to superdimension for analysis. A new cable was sent to the site as a replacement. At this time, superdimension has not yet receved the cable. If the cable is returned, an analysis will be completed and a follow-up MDR submitted. There have been no other issues at this site reported. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.